Manufacturer narrative:
Service was not dispatched to the site. Possible causes of the event include patient condition or sample interference. Sample interference was unable to be performed as the customer discarded the sample. A definitive root cause has not been determined to date for this event. Mdrs associated with this event: 2122870-2011-03053, 2122870-2011-03054, 2122870-2011-03056, 2122870-2011-03058, 2122870-2011-03060.

Event description:
The customer reported that higher than expected total human chorionic gonadotropin (tbhcg) results were generated from an access 2 immunoassay system for one patient over five days. This report is five of five and represents the repeat tbhcg result generated on (B)(6) 2011. The initial tbhcg result was reported outside of the laboratory and was questioned by the physician as it did not meet the patient's clinical picture. While there is no report of adverse event or serious injury related to this event, it is unknown whether there was a change to patient management. The patient sample was retested four additional times on subsequent days. The repeat results were similar to the initial result and did not meet the patient's clinical picture. The customer was uncertain if the elevated tbhcg results were discrepant and acknowledged sample interference or patient condition as possible causes for the elevated tbhcg results. The patient sample was discarded before sample interference confirmatory testing could be performed. Specific patient information and sample collection/handling information was not provided by the customer instrument accutni quality control results generated during the timeframe of the event met customer established specifications. Instrument system check results recovered within customer established specifications during the timeframe of this event.